Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in austraila. On (B)(6) 2024, it was reported that the patient faced four infusion sets leakage. Event took place shortly after insertion of infusion sets. Patient replaced infusion sets and resumed inslin successfully. No further information available.